Manufacturer narrative:
(B)(4). A sample was returned for evaulation. A visual inspection and functional testing was performed. No defects were observed, therefore, the reported condition was not confirmed. The root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer. This issue is being investigated through CAPA.

Event description:
Customer reported to baxter corporate product surveillance a non- dehp clearlink system buretrol solution set with drip chamber ball valve in which the ball did not drop at the end of the infusion and air got into the line while running unknown medication. No air got into the patient. There was patient involvement, but no patient injury, medical intervention, or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted.